Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while manipulating the lens, the haptic was caught in the capsule and tore the capsule. The lens was removed intraoperatively and an anterior chamber lens was implanted successfully. The prognosis was reported as "patient is being followed on routine, but no unusual treatment necessary."

Manufacturer narrative:
The lens was returned to b+l. Visual inspection of the returned lens found one haptic bent. Functional testing could not be performed due to the condition of the received lens. One retain sample from the same lot (7553904) was dimensionally inspected and all measurements were within specification. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the information available, the exact cause of the reported event could not be conclusively determined.